Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Service agent contacted stryker to report that their customer device would not power on. There was no patient use associated with the reported event.

Event description:
Service agent contacted stryker to report that their customer device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was not available for further evaluation. The cause of the reported issue was isolated to the system pcb assembly, however further root cause could not be determined. H3 other text : device not evaluated by manufacturer